Event description:
It was reported that during an unknown procedure, the tip of the outer sleeve was cracked. It was unknown when the event occurred. However, no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.